Event description:
It was reported that rn from cath lab phoned hot line with following info: pump was alarming fiberoptix sensor (fos) out of range & bp was "funny" with fos. Clinical support specialist (css) asked rn to go under home key & show status. Show status displayed "tl" which is "fos electronics outside of operating temperature." Rn stated alarm occurs only in outopilot, but not in operator mode. Rn said they were running pump in operator mode from 4.00am without alarm, but every time they put it back into autopilot, they would get alarm. Css asked about temperature in room & rn stated they had cooled pt down per their stemi protocol via ice, but room's temperature was normal. Intra-aortic balloon (iab) was inserted at approx 1:00am & pt's baseline temp was 97 degrees f. Alarm occurred around 4/4:30am. Pt's temperature was 32.1 c. Css asked what vital signs were from central lumen, assisted sys 72, unassist sys 75, aug 88, assit dia 52, unassist dia 55, assist map 69, unassist map 61. Previously on fos "funny vs" was unasist map was higher than assist map. Rn confirmed vs from central lumen arterial pressure (ap) matched pts' clinical presention. Css recommended they use central lumen ap waveform. Css explained autopilot will still work using central lumen. Rn was concerned with cold protocol for stemi pts & affect, it had on fos function. Css told rn that "tl" code was temperature of fos board not catheter; if numbers were correlating, it would be ok to use fos & just reset alarm each time. Since they were not correlating. Fos sensor should be disconnected to force autopilot to use transducer (central lumen) css asked if another pump was avail because rn could see if fos worked on that pump & they could swap out pumps. Rn stated they did not have another pump. Call ended. Css called back & spoke to another nurse taking care of pt. Nurse stated pump was "overheating or something like that but did not have an alarm. "Css told nurse she would contact field svc (fs). Fs found that fan was not running & as a result, power supply was replaced page 8-7 of autocat 2 iabp operator's manual states that "tl" code indicates that fos electronics is outside of operating temperature. Possible issues listed for this code are: fos warning up at start-up 2 fos heating circuit failure. Loss of power to fos electronics, and 4) air conduit blocked.